Manufacturer narrative:
An opened I/a tip was returned for evaluation for the report of possible burr at end of tip. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The I/a tip was visually inspected and deemed nonconforming, wear on flange and threads consistent with use. No other nonconformance were noted, no burrs observed. The I/a tip was dimensionally inspected for the tip parting line mismatch and was found to be conforming. The complaint evaluation does not confirm a possible burr at the end of the tip. The root cause for why the customer reported a possible burr at the end of the tip cannot be determined from this evaluation. All I/a tips are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, a patient experienced a posterior capsule tear while passing the ia tip over capsule. The surgeon suspects a burr at the end of the ia tip. The intraocular lens was implanted into the capsule.